Manufacturer narrative:
E1 - initial reporter city: (B)(4). The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test was carried when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form upon second inflation at 8 atmospheres for several seconds. The device was removed using normal method without issue and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post procedure.